Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that she obtained error 4 messages on her onetouch verio2 meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by a senior cca. The patient reported that she began getting error 4 messages around 8:30pm on (B)(6) 2018, and continued getting the messages for ¿two consecutive days¿. The patient manages her diabetes with a combination of 30 units of novolog insulin and glimepiride oral medication. She indicated that because she was unable to obtain a result, she administered her glimepiride and other non-diabetes medications, but did not take additional insulin. She reported that around 1 pm on (B)(6) 2018, she became ¿lightheaded¿; she also indicated that she was ¿agitated¿ at not being able to obtain a reading. She reported that she went to her drugstore around 1:30 pm on (B)(6) 2018, where she obtained a blood glucose result of ¿325 mg/dl¿. She indicated that she self-administered 30 units of novolog to reduce her blood glucose level. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The patient described the correct testing steps and confirmed that her test strips had not expired and been stored correctly. The cca walked the patient through a retest and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a sign and symptoms suggestive of a serious injury adverse event, i.e. A blood glucose result of 325 mg/dl with symptoms of lightheaded and agitated, after obtaining error 4 messages on the subject meter.